Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2017-2018". Therefore, (B)(6) 2018 is being used to calculate the minimum implant duration. The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada a 25mm perimount valve implanted in mitral position was explanted from a 84-year-old patient due to stenosis after an implant duration of approximately six (6) years. A 29mm surgical valve was successfully implanted in replacement. Surgeon described the replacement valve as having a central leak with leaflet prolapsus during surgery, which reduced with surgical maneuvers. Post operatively, the echo showed a light eccentric leak on the leaflet and the prolapsus was no longer visible. Valve was left in place.

Manufacturer narrative:
Added information to a1 (patient identifier), a2 (date of birth), d1 (brand name), d4 (model number, serial number and expiration date), d6a (if implanted, give date), g4 (PMA/510(k) number). And h4 (device manufacturer date). Updated section b5 (describe event or problem), d9 (device availability, returned to manufacturer and date returned to manufacturer) and h6 (type of investigation). H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada a 7300tfx25 valve implanted in mitral position was explanted from a 84-y-o patient due to stenosis after an implant duration of seven (7) years and seven (7) months. A 29mm surgical valve was successfully implanted in replacement. Surgeon described the replacement valve as having a central leak with leaflet prolapsus during surgery; which reduced with surgical maneuvers. Post operatively, the echo showed a light eccentric leak on the leaflet and the prolapses was no longer visible. As reported, the leak diminished but did not disappear. Therefore, the valve was left in place. The patient was noted as to be discharged home.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (device code(s)), h6 (investigation findings) and h6 (investigations conclusions). H3: product evaluation: the device was returned for evaluation. Customer report of stenosis was confirmed. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the outflow aspect and approximately 4mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal on the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 2mm at commissure 1 on the outflow aspect. X-ray demonstrated wireform intact and moderate calcification on all leaflets. Calcification restricted leaflet mobility and led to stenosis. Metal band was exposed around leaflet 2 on the inflow aspect. Sewing ring cloth was cut around the valve exposing silicone sewing ring. No other visible inconsistencies were observed on the valve. H11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration." There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.